Manufacturer narrative:
The impacted product was received on by the failure analysis lab on 10/29/2019. The investigation of the returned device was completed by the failure analysis lab on 11/22/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant. During visual evaluation of the sample there was no apparent damage. Leak testing revealed a tear noted located on the anterior aspect measuring approximately 0.2 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 325cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was confirmed by a physician. As a result, the device was replaced with a 300cc mentor moderate plus profile saline prosthesis. The replacement prosthesis was filled to 340ccs.